Event description:
The customer reported that the battery charge light is not coming on and that the units shuts off when unplugged from the outlet. The customer also stated that the unit is not charging the battery properly. They tried another battery, but this did not change the outcome.

Manufacturer narrative:
The factory has not yet received the device for evaluationa nd this complaint is still under investigation.